Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, exhaustion organ problems. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging breathing problems, exhaustion, and organ problems. No other peripherals or accessories were returned with the device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer observed dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Small spots on pca, suggesting history of water ingress. Pil is unable to address the symptoms described. Pil can confirm the presence of dust-like and fibrous contamination in the airpath. Pil can confirm a small presence of water ingress on the pca. The device's downloaded logs were reviewed by the manufacturer and found 0 errors logged. The manufacturer concludes the dust/dirt and fibrous contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Small spots on pca, suggesting history of water ingress. Section h6 updated in this report.